Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer was having problems with high blood glucose randomly. The customer was offered high blood glucose testing but declined. The customer will see if problems continue after receiving replacement of insulin pump and will call back. The customer also requested tubing clamps be sent. The customer reported the prime rewind anomaly on the insulin pump. The customer discontinue troubleshoot because the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.